Event description:
On 29-apr-2026, a sales representative reported via email that an ar-1589rt tightrope button extender (5 × 20 mm) did not function as intended when used with the internalbrace suture. The issue was identified during an acl reconstruction procedure performed on (B)(6) 2026. No patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.